Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve was implanted valve-in-valve for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that approximately one month post valve implant, the patient developed chest pain and was admitted to the hospital with a heart attack. It is unknown whether the heart attack was related to the valve or the native leaflet. A coronary artery bypass graft (CABG), aortic valve replacement, and mitral valve replacement were performed. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.